Event description:
It was reported that a patient was recovering from a rotator cuff repair. The rotator was beyond repair, a stryker implant was inserted. 3 weeks after that surgery, the patient developed severe shoulder pain.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.